Event description:
It was reported that a patient underwent a pelvic floor repair procedure. The patient experienced an undefined complication. The patient is scheduled for a combined urogynecological and colorectal surgery. Additional information has been requested.

Manufacturer narrative:
(B)(4): undefined complications occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The initial procedure was performed two years ago by a different physician. The device was pulled too tight during placement. The patient experienced being unable to have intercourse, pain, unable to defecate, and a gap failure with a prolapse recurrence at the apex and distal vagina. The patient is scheduled for surgery in (B)(6) 2012. The physician, who was not the implanting surgeon, opined that because of the initial advanced utero vaginal prolapse in the patient, that abdominal sacrocolpopexy, instead of trans vaginal mesh, should have been chosen as the safer and more effective surgical approach. (B)(4) dyspareunia, unable to defecate, prolapse occurred, pain occurred.